Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using a pod coils, pod packing coil (packing coil)s, and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil through the lantern (45 degree tip), the physician experienced resistance and the coil would not move further. It was noted that the lantern was flushed with saline before advancing the pod coil. The physician removed the pod coil and flushed the lantern. The pod coil was advanced a second time; however, the coil would not advance through the lantern. The pod coil and lantern were removed. The physician opened a new lantern (straight tip) and placed a pod coil and packing coil in the target vessel. While advancing a second packing coil through the lantern, the packing coil became stuck. While attempting to retract the packing coil into it's introducer sheath, the packing coil unraveled and unintentionally detached within the lantern. The lantern containing the packing coil was removed. The procedure was considered completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.